Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix was partially extended, slightly bent and clogged with blood-like substance and the inner coil at the connector region was overtorqued consistent with reposition/explant damage as returned. After cleaning, helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual inspection of the lead did not find any additional anomalies. The results of the investigation concluded the analysis of device revealed the connector region was overtorqued which is consistent with reposition/explant damage. Based on the information received, the cause of the reported unacceptable threshold and dislodgement could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
An increase of the right ventricular (rv) threshold was detected. An x-ray examination of the lead indicated the lead was dislodged. The lead was attempted to be repositioned without success. The lead was explanted and replaced with no adverse consequences to the patient.